Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two attempts were made to fix the left ventricular (lv) lead. It was impossible to pass the lead rotation to the screw. Finally, the lead fixation was successful. No patient complications have been reported as a result of this event.